Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined the reported complaints appear to be related to operational context. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional devices referenced will be filed under separate medwatch report numbers. The traveler device is currently not commercially available in the us; however, it is similar to a device sold in the us.

Event description:
It was reported that the procedure was performed to treat a lesion in the heavily calcified, mildly tortuous distal right coronary artery. A hi torque pilot 50 guide wire failed to cross due to the anatomy, so a new unspecified guide wire was used. A 2x12mm traveler balloon dilatation catheter (bdc) experienced resistance with the anatomy during advancement, and the balloon ruptured on the first inflation at 10 atmospheres (atms). A 2x15mm traveler bdc experienced resistance with the anatomy during advancement, and the balloon ruptured on the first inflation at 10 atms. A 2.5x15mm traveler bdc experienced resistance with the anatomy during advancement, and the balloon ruptured on the first inflation at 12 atms. An unspecified rotablator and unspecified stent were used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.